Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, when the package was opened the device was discovered to be broken. Reportedly, no damage was noted to the product packaging and the suture remained attached to the stent. The stent had not yet been paired with a guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, when the package was opened the device was discovered to be broken. Reportedly, no damage was noted to the product packaging and the suture remained attached to the stent. The stent had not yet been paired with a guidewire.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex ureteral stent revealed that the bladder end was torn, and the stent was also cut into two pieces at the middle, apparently by a sharp object like scalpel or scissors. The suture was received detached from the stent and cut at the middle. Most likely, the cut in the stent occurred when the suture was removed from the stent; therefore, handling damage contributed to this event.

Manufacturer narrative:
(B)(4)